Event description:
Additional information received that the slitter was difficult to cut with due to first time use and the physician does not allege a malfunction on the slitter.

Event description:
It was reported that the physician lost control of the slitter and cut himself while processing the delivery.